Event description:
A complaint was received regarding a microclave® connector that experienced leakage during use. It was stated in the report that there was a leakage at the connector. After replacing the new connector, the therapy resumed. The event occurred on 04-may-2025. There was patient involvement but no patient harm/adverse event reported. Patient information provided indicating that the patient was a 15 day old male baby.

Manufacturer narrative:
E1 - additional complaint contact: (B)(6). Investigation summary: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.